Manufacturer narrative:
Batch review performed on 10 february 2020: lot 154445: (B)(4) items manufactured and released on 12-nov-2015. Expiration date: 2020-10-26. No anomalies found related to the problem. To date, all the items of this lot have been already sold without any similar reported event since 1-1-2016. Additional device inolved gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) batch review performed on 10 february 2020: lot 152590: (B)(4) items manufactured and released on 06-nov-2015. Expiration date: 2020-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016. Clinical evaluation performed by medacta medical affairs director: mobilization of cemented primary tka and revision at 4 years after surgery. According to the report, this patient never did well. Patellar and tibial component were found completely loose. Although there are no definitive proofs, a cementation problem seems to be a plausible explanation for this adverse event. We have no reason to think that the patellar and tibial component were defective.

Event description:
3 years and 10 months after primary revision surgery performed due to tibial component and patella implant mobilization. The tibial and femur components, patella and insert were revised. No infection present.